Event description:
It was reported that during a lap cholecystectomy, the clip scissored and cut the cystic duct. The cystic duct could not be isolated to place another clip or endo-loop on it, so the pt was transferred to the hospital. Drain was placed and the pt spent several days in the hospital.